Event description:
Hypotension, tachycardia, nausea upon administration of heparin during photopheresis; transient. Dose or amount: #1. 10,000 usp units, frequency 1, route IV. #2. 10,000 usp units, frequency 1, route IV. Dates of use: #1. 2008, #2. 2008. Diagnosis or reason for use #1. Anticoagulation for extracorporeal photopheresis, #2. Anticoagulation for extracorporeal photopheresis. Event abated after use stopped or dose reduced? #1. Yes, #2. Yes. Event reappeared after reintroduction? #1. Yes, #2. No.